Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the day after implant, lead impedance decreased. The lead was explanted and replaced; insulation damage was noted.